Event description:
During placement of triple lumen catheter, the wire sheared apart. This occurred after access had been gained. The wire remaining inside the patient was intact upon removal. However, a second attempt had to be made to gain access and place the triple lumen catheter.